Event description:
It was reported that during an arthroscopy, when tying the threads of one (1) suturefix ultra implant, it came loose, the implant was successfully removed, and it was not necessary to use any technique to remove it, since it came out on its own. The procedure was resumed, after a surgical delay less than or equal to 30 minutes, with a s+n back-up device. It was necessary to make a lateral perforation to the one originally made. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The anchor has been deployed and was tightened. The sutures to the anchor had multiple knots tied and been cut short. The remaining sutures have been released from the insertion device. Bio debris was present. The sliding ring has been pulled back, the lock was set, and the suture cleat has been exposed. The insertion device had no visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (rotation of the suture anchor device once seated or incomplete anchor insertion). Based on this investigation, the need for corrective action is not indicated.